Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to excessive use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the pin was broken off. It was also found that the image was blurry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 30°, hd, autoclavable pin snapped off. The issue was found during preparation for use in an unspecified therapeutic procedure. The procedure was completed with a similar device with no delay reported. There were no reports of patient harm.